Event description:
It was reported that the balloon ruptured. The target lesion was located in the shunt vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the shunt vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure. It was further reported that the device ruptured upon fifth inflation at 6 atmospheres for 30 seconds.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluation by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 9mm in length and extended from a position 1mm proximal of the distal markerband to 10mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.